Event description:
In 10/83, rptr had a radical mastectomy of the right breast. In 11/84, rptr had a silicone implant placed by her dr at his clinic. She is suffering from the following symptoms: shoulder, arm and hand weakness with pain, memory and word loss, burning skin sensation, unusual odor to the urine, muscle pain, spasms, twitches and tingling, chronic and severe headaches, irritable bowel syndrome, sudden allergies, fungus infections of mouth, vagina, and uterus, and vaginal and menstrual problems. She has a serious lack of resources for medical help. She also has chronic fatigue, sensitivity to cold, and sun sensitivity, rashes, dry burning eyes, and tightening of the scar tissue around the implant. Her breast feel hard and uncomfortable.